Event description:
It was reported to philips that the system's flexvision computer was unable to boot, which can impact the system booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.